Event description:
During routine left knee arthroscopy, a piece broke away from the acuflex scissor punch model l690 /012036 and surgeon was unable to retrieve. Discharged pt home with follow up discharged pt home with follow-up with specialist in 2003 for surgery to remove foreign body. Surgeon from first surgery covered pt with additional antibotics. Presently outcome unk.